Event description:
During the pump refill procedure, the hcp (healthcare professional) was able to aspirate the pump reservoir; but was having difficulty filling it. They were unable to fill it with 40 ml; they were only able to get about 32 ml into the pump and then there was too much pressure and resistance to get any more in. They repositioned the needle and then withdrew the contents completely and started over again and felt quite a bit of pressure at 32-33 ml, so they eventually filled it with 30 ml and left it there. There was no discrepancy in what they pulled out before refilling it; they pulled out 13 and expected 12.1. The patient had not had hyperbaric treatment. The patient had no therapy or medical problem related to the event. The device system was delivering lioresal. It was noted that this was the first pump refill since a catheter replacement procedure the previous month (see manufacturer¿s report # 3004209178-2014-20512). The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was later reported that the health care professional (hcp) had an issue putting all the drug in the pump for a refill. The hcp was given assistance on how to get through the issue by the manufacturer.

Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).